Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2010: patient underwent MRI of lumbar spine with contrast. On (B)(6) 2010: patient underwent right l2-l3 transforaminal epidural steroid injection (l2 nerve root) under fluoroscopic guidance due to right leg pain, acute low back pain, herniated disc at l2-l3. No patient complications were reported.

Event description:
It was reported that on : (B)(6) 2010: patient presented with the following pre-op diagnosis: lumbar facet arthropathy. Lumbar degenerative disk disease. Lumbar pain. Lumbar lateral recess stenosis. Prior lumbar fusion. Prior hardware removal. Right posterior lumbar subcutaneous lipoma. Procedure: lumbar 2-3 posterior fusion. Lumbar 2-3 lateral recess decompression. Lumbar 2-3 non segmental posterior spinal instrumentation. Morselized local autograft. Structural allograft. Placement of bone morphogenetic protein. Excision of right 1-cm subcutaneous lipoma from the low back. Pre-op notes: medium bmp kit was used including half of a sponge into each facet joint after decortication. One sponge overlying each side for the burred up posterior bone, and then one sponge in between the posterior spinous processes. A 16 mm graft was used. Pin distractors were placed into the posterior spinous processes with the distractor in between then. Half of a bmp sponge was taken and was packed into the facet joints on the both sides. Bmp strips were laid posterior to the bone on each side. Patient underwent four x-rays of the spine. Impression: it is difficult to number the lumbar vertebra, within limitation of the examination. The intraoperative procedure of the lumbar spine demonstrates a posterior approach fusion device which appears to project at the spinous processes of an upper lumbar level. There is suggestion of inter body disc spacer cages present involving three subjacent presumably lower thoracic levels. On (B)(6) 2010: patient underwent x-ray, hip 2 view right. Impression: no evidence of acute bony lesions or significant degenerative changes at the level of the hip. Patient underwent x-ray, spine lumbar 2 views, and impression: cervical fusion changes seen as detailed above. Superior end plate compression fracture of l4 appears stable. Slight subluxation suggested at l4-5. On (B)(6) 2010: patient underwent MRI lumbar spine with and without contrast. Impression: l2-3, dorsal decompression and interspinous f ixation has been performed since the last study. Small right paracentral protrusion is unchanged in volume. The thecal sac and mass effect on the right l3 root have increased compared to the prior study due to evolving granulation tissue. L3-4, slight disc bulging with tear of outer annulus of disc. No neutral displacement. Annual tear more obvious than on prior study. L4-5 and l5-s1: no canal stenosis or neural displacement status post inter body arthrodesis.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent fusion of lumbar spine at levels l2-l3 using rhbmp-2/acs, which was places in posterior elements outside a cage from a posterior approach. Post-op, the patient continued to experience severe and chronic lower back pain, with pain and radiculopathy in her lower extremities. She was very limited in her movements and activities and required occasional use of a cane to assist in ambulation.